Manufacturer narrative:
The device and battery were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device log and battery logs. The device log indicated the device shut down after prompting a low battery and a shutdown warning. The corresponding entries to the low battery and shutdown warning from the battery logs indicated the battery voltage was at 96% during the low battery shutdown. However, the device and returned battery were put through extensive testing including full functional testing without duplicating the report. The battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiac arrest, the device inappropriately shutdown. Complainant indicated that the clinician powered the device off and then on and continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.